Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that log file review was requested. An outside hospital performed a computed tomography (CT) scan, revealing non occlusive thrombus in the outflow graft. Technical services stated that there were no notable alarm conditions or parameter changes. The patient was noted to be asymptomatic. It was also noted that the patient experienced lower pump flow than normal. The patient presented with flow around 3 lpm, pulsatility index (pi) of 5-7, and speed of 4900 rpm. An intravascular ultrasound (ivus) was performed on (B)(6) 2023 to differentiate between intraluminal thrombus or extraluminal compression. The ivus procedure revealed external compression observed at the proximal portion of the outflow graft to the pump. A stent was placed in the outflow graft to maintain patency. The patient tolerated well and was recovering in the intensive care unit with pump speed of 4900 rpm, flow of 4.0 lpm, pi of 3.3, and power of 3.5 w.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft (ofg) obstruction was unable to be confirmed as no images were provided by the account for review. A specific cause for the obstruction could not conclusively be determined through this evaluation. The controller event log file contained events from (B)(6) 2023. No notable events, alarms, or trends in pump parameters were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an outside hospital performed a computed tomography (CT) scan, revealing non occlusive thrombus in the outflow graft and log file review was requested. Technical services stated that there were no notable alarm conditions or parameter changes. The patient was noted to be asymptomatic. An intravascular ultrasound (ivus) was planned to differentiate between intraluminal thrombus or extraluminal compression.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.